Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It should be noted that the patient's pdm was alarming and was not able to be reset. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room on (B)(6) 2024 due to high blood glucose levels (specific blood glucose levels not provided). It was noted that the personal diabetes management (pdm) was in an alarm state and was not able to be reset. The patient is still awaiting treatment at the hospital. Additional information regarding treatment was solicited, but is unavailable at the moment.